Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. An everest inflation device, a 0.014 guidewire, and a 8frmach1 fcl4 guide catheter were also used in the procedure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".